Manufacturer narrative:
Gbo complaint number: (B)(4). No samples were received for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer pictures to our affiliated headquarters in austria. According to their investigation and comments, a review of production documentation shows no deviations related to the reported error. The complaint cannot be determined.

Event description:
Customer states tubes are not filling to the 10% line. Customer states 90% of draws are with straight needle. Customer also states: "I have an issue with using a discard tube every time we draw with a butterfly. That's a cost issue. As far as using a syringe, I'm not understanding the thought process behind that effecting the vacuum in the tube. If you use a syringe to draw the blood from a patient, then use a transfer shield directly into the tube, that should not affect the amount of vacuum in the tube that pulls the blood from the syringe into the tube."